Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented with symptoms of phrenic nerve stimulation. Fluoroscopy was performed and revealed a dislodgement of the left ventricular (lv) lead. The device was reprogrammed to deactivate the lv lead and the event was resolved. The patient was stable with no adverse consequences reported.